Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material in the air/water channel, and a foreign body in the air/water cylinder of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, a definitive root cause for the "burned c-cover" malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channel, a foreign body in the air/water cylinder, and a burned camera cover (c-cover). There was no patient involvement.